Event description:
The customer reported falsely elevated architect toxo igg results for a pregnant female patient. The following data was provided: (B)(6) 2025: result = negative. (B)(6) 2025: result = 3.4 iu/ml (positive) . (B)(6) 2026: result = 1.6 iu/ml (negative), elisa = negative. Baby¿s cord blood was tested at bml = +/-1 (grayzone). Toxo igm result = negative. The customer is questioning the positive result from (B)(6) 2025. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.